Event description:
General report received of an unspecified number of undocumented incidents of the float valves in the solusets did not close when the solusets emptied; subsequently air was noted in the tubings. The solusets were being used to deliver sodium chloride. After an unspecified lengths of time in use, the solusets emptied and the shut off valves did not close; subsequently, air was noted distal to the solusets. It was reported that no air was delivered to the pts. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. The catalog number provided is the domestic list number that is comparable to the international list number. This report represents all the info known by the reporter upon query by hospira personnel.